Event description:
It was reported that the lead impedance was high with oversesing and noise observed. The lead revision was done, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: the full lead in segments was returned to the manufacturer and analyzed. The distal and proximal conductor fractured. The defibrillation superior vena cava (svc) conductor coil fractured and was exposed/ pulled/ stretched/ overstress. The svc exposed coil was kinked/buckled. The distal end electrode was covered in blood; the lead insulation was breached and the outer insulation melted and has cosmetic depression. The overlay tubing melted and had environmental stress cracking (esc) and the lead insulation overlay tubing had blood ingression.

Event description:
It was reported that the lead impedance was high with oversensing and noise observed. The lead revision was done, and the lead remains in use. It was later reported that the lead had a complete fracture which was visible on fluoro. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.